Manufacturer narrative:
It was discovered on (B)(6) 2020, that "2. Is other serious" was erroneously checked in initial report. Correction: "2. Is required intervention" should be checked. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 8/10/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on (B)(6) 2020, that "3. Is report source user facility" was erroneously checked in initial report. Correction: "3.is report source distributor" should be checked. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the picture of device received was completed by the failure analysis lab on 9/9/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual inspection, the device was found to be ruptured. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with 250cc mentor memorygel breast implant experienced rupture on an unspecified side post procedure. As a result, patient had an explantation (B)(6) 2020.